Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted, showing that all units were quality released on 29-dec-2020 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. Sterile subassembly lot review was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 1-jun-2020 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is noted that per the instructions for use (IFU - art-20662c) provided with the finished cangaroo envelope device, "hematoma" and "infection" are listed as potential complications associated with this procedure and device usage. The cause of the initial hematoma event was attributed by the physician's office to the patient's anticoagulopathy and was procedure-related. The wound dehiscence likely was caused by the pocket infection. Both the dehiscence and the infection may have been caused by the initial incision and drainage of the hematoma.

Event description:
On (B)(6) 2022, aziyo was notified by business partner boston scientific that a patient with a cied (cardiovascular implantable electronic device) and an aziyo biologics cangaroo envelope (model cmcv-009-xlg, lot number m20n1423579) implanted on (B)(6) 2021, presented with pocket infection and wound dehiscence. Dehiscence first noted on (B)(6) 2022 and device eventually protruded though the skin. The aziyo device was explanted with the removal of the cied on (B)(6) 2022.